Event description:
For the past two weeks, we have been having trouble with placing ivs on labor and delivery. It was brought to my attention that, once the needle is in the vein, it is difficult to advance the catheter and they are bending instead of advancing. They even placed an IV with an ultrasound and could see that it was in the vein and watched the catheter bend into an a shape when they attempted to advance it. This has caused many patients to have multiple IV attempts. My most experienced rns are the ones who brought this to my attention, so they know how to start ivs. They identified one lot # that they think has caused the problem. I have collected all the ivs on my unit with that lot number in my office and will wait to hear further what I should do with them.